Event description:
Abbott diabetes care (adc) received a notification from us food and drug administration consumer complaint coordinator which reported the following information: the customer had reported issues with five sensors. When the customer was contact by adc customer service an additional issue of sensor applicator failed to fire was reported. Adc customer service made contact with the customer and no additional information was obtained. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Applicator (B)(6)has been returned and investigated. Visual inspection has been performed on the returned applicator; no issues were observed. The applicator has been fired correctly. Visual inspection has been performed on the applicator, no failure modes were observed. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor kit were reviewed and the dhrs showed the sensor kit passed all tests prior to release. If the partial product is returned, a physical investigation will be performed, and a follow-up report submitted. This serves as a correction report. Section (h10 - additional mfg narrative ) was incorrectly documented in the previous initial report. Correction has been done. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Sensor (B)(6), has been returned and investigated. Visual inspection has been performed and no issues were observed. Applicator had fired correctly. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The customer report six issues, this report covers one of the six issues reported. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a notification from us food and drug administration consumer complaint coordinator which reported the following information: the customer had reported issues with five sensors. When the customer was contact by adc customer service an additional issue of sensor applicator failed to fire was reported. Adc customer service made contact with the customer and no additional information was obtained. Based on the information provided, there was no report of serious injury associated with this event.